Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At 9:19 am, the result was 3.9 inr. At 9:23 am, the result was 3.3 inr. At 9:25 am, the result was 4.1 inr. At 9:46 am, the result was 2.9 inr. At 4 pm, the customer had testing performed at a laboratory and thought the result was 2.6 or 2.7 inr. The reagent used by the laboratory was not known. There was no allegation of an adverse event. The therapeutic range was 2.0 to 3.0 inr. The customer had no blood thinners besides coumadin, no direct thrombin inhibitors., no heparin, no hematocrit concerns, and no antiphospholipid antibodies. The suspect meter and strips were requested to be returned for investigation, but none of the strips remained. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The meter was returned for investigation. The returned meter was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.7 inr, donor 2 inr: 2.2 inr. Donor 1 hct: 38%, donor 2 hct: 48%. Testing results: donor 1: retention meter with masterlot strips: 2.7 inr, customer meter with masterlot strips: 2.7 inr. Donor 2: retention meter with masterlot strips: 2.2 inr, customer meter with masterlot strips: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The customer was unsure if the blood was applied within 15 seconds. Product labeling states when using capillary blood apply the sample to the test strip within 15 seconds after lancing the fingertip. The results alleged by the customer were not observed in the meter¿s patient result memory.